Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of the black box data revealed records from (B)(6) 2015 through (B)(6) 2015; the black box data from the date of the complaint has been overwritten due to continued use. On examination, the battery cap returned with the pump for investigation was evaluated and determined to measure within the required specification. The battery compartment was intact without damage. On investigation, the pump powered on normally and was exercised for 24 hours without re-starting, loss of power or error, alarm, warning or call service alarm occurring. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.